Event description:
It was reported that during dilatation for treatment of a chronic total occlusion in the mid left anterior descending artery, a 2.0x12 rx mini trek balloon did not deflate completely after being inflated to 12 atmospheres. The balloon was inflated again two times to 12 atmospheres in the proximal segment of the vessel but could not completely deflate. The balloon partially deflated in the proximal segment but did not deflate in the distal segment. Negative pressure was applied/held several times and the balloon catheter was withdrawn from the anatomy using additional force. The unspecified guide wire was trapped and was also removed from the anatomy. Successful recanalization of the occlusion was ultimately performed. The patient and procedure outcome was reported as good. Reportedly, the balloon was not submerged in heparinized saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) in the preparation for use section states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the lack of submerging the balloon in saline does not appear to have caused or contributed to the reported deflation issue.